Event description:
Information was received from the health care provider (hcp) via a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for intractable spasticity and cerebral palsy. The pump contained gablofen at an unknown concentration and dose. It was reported the pump showed a cleared sign/prompt on the clinician programmer, and the refill had twice the volume as anticipated. The pump was possibly going/planned to be replaced at a time that was unknown. The issue was not resolved at the time of the report. It was unknown what factors that might have led to contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. The representative was told the clinic had called tech services and provided additional information that might be available in a different complaint process. No patient symptoms were reported.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: neu_unknown_prog, product type: programmer, physician. Analysis of the pump identified no anomalies. (B)(4).

Event description:
The device was received for analysis. There were no further complications reported/anticipated.

Event description:
Additional information received from the hcp reported the pump was interrogated and no errors were reported. They reviewed the medicine concentration and there were no errors. The cause of the volume discrepancy was not determined. There were no symptoms associated with the underinfusion; the patient was clinically stable. The issue had not been resolved.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received from a user facility on (B)(6) 2017 reported during a baclofen pump refill, the programmer indicated the amount of medication in the pump reservoir was 10.5cc versus the retrieved 22.0cc medication from patient's reservoir. The original intended procedure was replacement of baclofen pump and change of location of the catheter. The device usage problem was indicated by device failed. It was noted a single use device that was not reprocessed or reused on patient. It was noted that device was available for evaluation. The event date was noted as (B)(6) 2017. Ethnic background was no applicable and other devices and therapies used on patient was not known. Unique characteristics was noted as not applicable. It was noted that the report was sent to the food and drug administration in january of 2017 from a healthcare professional.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter.

Event description:
Additional information was received from a healthcare provider (hcp) through a manufacturing representative. The patient was receiving intrathecal baclofen 2000 mcg at 924 mcg/day. Reservoir volumes were higher at the patient¿s last two refills. Higher rates were needed for efficacy. There were no applicable environmental/external/patient factors that may have led or contributed to the issue. The hcp suspected the pump to be faulty. During the replacement procedure on (B)(6) 2016, the catheter was found to be difficult to aspirate. The existing catheter was pulled back slightly and was able to be aspirated easily. The existing catheter was aspirated before and after repositioning the catheter. Catheter flow was greatly improved after repositioning. The existing catheter was revised, and the pump was replaced. The issue was resolved. The patient¿s status was alive ¿ no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.